Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump had the replace battery alarm and mentioned the crack. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed for the replace battery alert, and the customer was instructed that the pump would be replaced. Troubleshooting was not performed for the cosmetic damage. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 21.0 received the lowbatteryalert (104) on 05/23/2025 23:53:00 faster than expected at 0.0 days. Battery cycle 17.0 received the lowbatteryalert (104) on 05/23/2025 23:44:00 faster than expected at 0.0 days. Battery cycle 2.0 received the lowbatteryalert (104) on 05/23/2025 07:10:00 faster than expected at 2.3 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage on the fore sensor was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, stained keypad overlay buttons, cracked case at belt clip rail corner, cracked battery tube threads, stained serial number label, and scratched case. Replace battery alarm was not confirmed during testing however battery power loss anomaly was confirmed during analysis, problem isolated to the electronic stack; unexpected power loss of less than 7 days was not confirmed. Crack on the pump was confirmed. Moisture damage was noted on the force sensor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.